Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to implant a 2.0mm titanium elastic nail system (tens) in the humerus on (B)(6) 2018. During the procedure, mallet blows to the inserter for titanium elastic nails broke. Surgery was not delayed and there was no patient consequence. Concomitant device reported: hammer/mallet (part number unknown, lot number unknown, quantity 1). This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part: 359.219 , lot: 9656818 , manufacturing site: hägendorf , release to warehouse date: 06.nov.2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the handle is cracked as described in the complaint description. The breakage is typical for brittle material at the critical cross section. The breakage occurred at the location of the shaft diameter change. There are slight signs of misuse on the instrument. The user performed additional manufacturing steps, 2d bar code laser etching, which is a modification of the device. Document/specification review: the manufacturing date of finished good 359.219 batch 9656818 is november 6th 2015. The handle broke at the critical cross section at the location of shaft diameter change (red lines). Dimensional inspection:the design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Material or hardness review: the design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Summary: the additional 2d bar code etching performed by the user represents a modification of the device. Any additional manufacturing steps performed on the instrumentation by the user might alter the product performance (pre/intra/post-operatively). Therefore, the responsibility of the instrument is shifted from depuy synthes to perth children's hospital (pch), australia. Nevertheless, the handle breakage is a known issue, and a full product development investigation was performed. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. The finished good 359.219 batch 9656818 was produced before the mentioned design change. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.